Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review medical records the patient was revised to address pain, extensive heterotopic bone formation, motion of the femoral component and foreign body reaction. Revision notes reported, extensive scar tissue and heterotopic bone formation infiltrating into the gluteus medius and minimus. The femoral component did not appear to be any bone ingrowth on the implant, but there is extensive scar growth. There was granulation tissue within the acetabular cavity, limited range of motion and leg length discrepancy. Surgical pathology report benign, irregular fragment of trabecular bone with fibrosis of the acetabular tissue, foreign body and bone fragment. Doi: (B)(6) 2002; dor: (B)(6) 2010; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.